Event description:
The manufacturer received an allegation that the ventilator had critical error codes. There was no harm or injury reported. During the evaluation of the device there was a critical error found and the main board and the humidifier 6-pin harness was replaced to address the issue.